Event description:
It was noted that patient experienced vessel dissection. The target lesion was located in the calcified left main proximal to left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was not able to cross and the shaft was bent approximately 9 inches from the hub. Several unspecified balloon devices were also used. Then, a 6f guidezilla ii was advanced using a 2.5x12mm nc quantum through the left main. The balloon was then removed and another 6mmx3.00mm wolverine coronary cutting balloon was advanced without difficulty. However, it was noted that some dissection occurred. Consequently, the dissection was stented with a 3.5x16mm synergy and ballooned with 3.25 nc to post dilate. No further patient complications were reported and the patient was stable post procedure. In the physician opinion the cause of dissection may have been due to the calcified lesion or the inflatable devices.